Manufacturer narrative:
An event regarding removed stem due to head falling off (disassociation) involving an accolade stem was reported. The event was not confirmed. Method & results: -product evaluation and results: visual, dimensional, functional inspection, and material analysis were not performed as the item was not returned. -medical records received and evaluation: not performed as no medical records medical records or x-rays were made available for evaluation. -product history review: a review of the product history records could not be performed as lot information was not provided. -complaint history review: a complaint history review could not be performed as lot information was not provided. Conclusions: the event could not be confirmed nor the root cause determined because the devices were not returned for evaluation and insufficient medical information was provided. Further information such as the device return and medical records are needed. If the devices and/or additional information are received, this investigation will be reopened and re-evaluated.

Event description:
Surgeon removed stem due to head falling off.

Manufacturer narrative:
It was noted that the device is not available for evaluation. Should additional information become available, it will be provided in a supplemental report upon completion of the investigation. Not available.

Event description:
Surgeon removed stem due to head falling off.